Event description:
Iii for 9 months since receiving implants. Follow up findings: fever, fatigue and severe pain.

Manufacturer narrative:
Information received from FDA mw reference # 1040384. Device labeling addresses the possible event of pain as follows: "pain of varying intensity and duration may occur and persist following breast implant surgery. In addition, improper size, placement, surgical technique, or capsular contracture may result in pain associated with nerve entrapment or interference with muscle motion. You should tell your doctor about severe pain." Device labeling addresses the possible event of varied injuries as follows: "there has been continuing concern that there may be a relationship between breast implants and connective tissue disorders. These disorders include auto-immune diseases such as lupus, scleroderma, and rheumatoid arthritis, as well as disorders such as fibromyalgia and chronic fatigue syndrome. Some women with breast implants have experienced these disorders, as well as a variety of symptoms that could be related to the immune system. These symptoms include pain and swelling of the joints, tightness, redness or swelling of the skin, swollen glands or lymph nodes, unusual and unexplained fatigue, swelling of the hands and feet, excessive hair loss, memory problems, headaches, and muscle weakness or burning. However, symptoms such as these may be present in persons without connective tissue disease, or without breast implants. It is unclear at this time whether the signs and symptoms experienced by these women are related to their breast implants."